Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The patient was released from the hospital after an unknown procedure. An unknown time later, the hub separated and the patient returned to the hospital to have the device replaced. There was no additional harm to the patient reported.